Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the sensor had missing electrodes. The customer's mother noticed this when transmitter did not blink when connected to sensor. When removed electrode was missing. The customer's blood glucose was unknown.